Event description:
On 12 of sep 2007, the sales representative reported that, the pins fell out the instrument and will not hold the screws. Additional information received on 24 sep 2007, the sales representative reported that, the surgery in 2007 was a posterior lumbar interbody fusion (plif) of one level. The screwdriver was not loaded properly per the surgical tech. Upon inspection, the pins were found to be missing and were believed to be missing prior to the case. The surgeon completed the case by using another screwdriver in the kit. There was no reported patient injury or extension of surgical time.

Manufacturer narrative:
Evaluation is pending.